Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the insulin gauge was inaccurate. Customer reset the pump to clear the malfunction alarm and the cartridge was changed multiple times to resolve the inaccurate reading. Customer's blood glucose was within range (value not provided).